Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a pentaray nav high-density mapping eco catheter. It was reported that during set up, the physician opened the pentaray nav high-density mapping eco catheter and he found that one of the branches was missing. A picture was provided which shows a spine was missing. Internal wires were exposed. There was no patient consequence. The device was inspected and an exposed wire was found on one spline. Then, the catheter outer diameter was measured and it was found within specification. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on the spline cannot be related to the manufacture process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation has been provided on april 12, 2019. A manufacturing record evaluation was performed for the finished device 30131877l number, and no internal action was found during the review. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Initially the product reported was a pentaray nav high-density mapping eco catheter / us catalog #: d128208 / lot #: 30132171l. However, the biosense webster inc. Product analysis lab received a pentaray nav high-density mapping eco catheter / us catalog #: d128208 / lot #: 30131877l for evaluation on march 19, 2019. Clarification was requested as the lot number did not match the originally reported lot number. On april 3, 2019, a response was received confirming that the product received is the correct product for this complaint. In addition, the product was received in the condition reported as it was noted to have an exposed wire on one of the splines. This issue remains assessed as a reportable malfunction. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 30132171l number, and no internal action was found during the review. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a pentaray nav high-density mapping eco catheter and the tip fully separated. It was reported that during set up, the physician opened the pentaray nav high-density mapping eco catheter and he found that one of the branches was missing. A picture was provided which shows a spine was missing. Internal wires were exposed. There was no patient consequence. The branch/spine fully separated with internal wires exposed was assessed as a reportable issue.